Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was causing the patient pain at the implant site when the patient would sit on it and especially when the patient was riding horses in a saddle. The ins was removed on the day of this report. After having the ins removed, the patient no longer had pain at the ins site and was doing well.